Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event description of "device jaws got jammed"? Did the device jaws close and then would not open? If yes, was the device stuck on tissue or vessel? If yes, how was it removed? Or was the device not able to be fired?

Event description:
It was reported that during an unknown procedure, the jaws of the device got jammed during its use. Use of another device to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4).batch # t92444. The analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger tail was found to be broken, not allowing the clips to be fed into the jaws. In addition, 20 clips were found remaining inside the clip track. The damage on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.